Event description:
It was reported through "evaluation of the hemocompatibility of the direct oral anticoagulant apixaban in left ventricular assist devices: the doac lvad study", a study was performed to compare apixaban and warfarin treatment in patients with left ventricular assist device (lvad). Total of 30 patients were randomized: 14 patients to warfarin and 16 patients to apixaban. The median patient age was 60 years. At 24 weeks, the survival free of a hemocompatibility-related adverse event (hrae) was 100% in the apixaban group and 86% (95% ci: 69%-100%) in the warfarin group. There were 3 patients in the warfarin group experienced major bleeding from gastrointestinal sources, but one did not meet criteria for a major bleeding event because this patient did not receive a blood transfusion or surgery or pass away. There were 3 patients from warfarin group and 4 patients from apixaban experienced infection. One patient with apixaban was explanted. 8 patients in warfarin group and 14 patients in apixaban group had history of atrial fibrillation. There were also 5 patients in warfarin group and 4 patients in apixaban group had history of venous thromboembolism. There was so reported severed driveline. In conclusion, therapy with apixaban was feasible as compared with anticoagulation with warfarin. There was no increase in the incidence of thromboembolic events, major bleeding, or deaths with apixaban therapy. These findings supported the development of an appropriately powered clinical trial to assess the safety and efficacy of apixaban in patients receiving lvad support.

Manufacturer narrative:
Section a, d: specific patient information and device serial number are documented as unknown. Section b3: date of event has been entered as the same as published date since date of data collection was not provided. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Author information: shah, p., et al (2024). Evaluation of the hemocompatibility of the direct oral anticoagulant apixaban in left ventricular assist devices: the doac lvad study. Jacc: heart failure, 12(9), 1540-1549. Doi:http://dx.doi.org/10.1016/j.jchf.2024.04.013. Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas) and the reported events could not be conclusively established through this evaluation. Additionally, a specific cause for the reported driveline infections could not be conclusively established. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, "introduction", lists infection (localized, driveline, and pump pocket or pseudo pocket), bleeding, cardiac arrhythmia, venous thromboembolism, and hypertension as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists infection, thromboembolism, and arrhythmia as potential late postimplant complications. This section also states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 millimeter of mercury (mmhg) should be considered adequate. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The serial numbers or other identifying information of the products were not reported and were not able to be determined during the investigation. No further information was provided. The manufacturer is closing the file on this event.